Manufacturer narrative:
The device was returned for analysis. The reported cuff miss could not be tested/confirmed due to the condition of the device returned. The reported ¿device was difficult to remove from the patient anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using the pre-close technique with a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first prostyle device was difficult to insert and required force. The prostyle device broke upon insertion into the patient anatomy at the junction of the distal and proximal guide of the device. The device did not separate completely into two pieces, but did look twisted. An attempt was made with another prostyle device; however, a cuff miss occurred and the device was difficult to remove from the patient anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the aaa was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.